Event description:
It was reported that the patient was scheduled for vns system explant. The patient underwent generator on (B)(6) 2015. Operative notes indicate that pus was present and was removed. Cultures were taken and the generator and lead were explanted. It was noted that the lead was freed up under the skin and transected. It was noted that the lead did not appear to be infected, but that if it becomes infected it will be removed. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient developed an infection a week following generator replacement surgery. The infection cleared up; however later returned. The physician suspects that the infection never fully cleared. It was reported that the patient was hospitalized and on IV antibiotics. No additional relevant information has been received to date.